Manufacturer narrative:
Hhe replant scan adapter (B)(4).

Event description:
Per complaint (B)(4), the scan body sent to the lab was assembled incorrectly. The plastic portion of the scan body was incorrectly attached to the titanium base portion of it. The flat side of it is not where it should be. So, when it is scanned, it does not line up.